Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2014. During the procedure, the physician noted that the patient was bleeding from the uterus. A decision was made by the physician to perform a hysterectomy at that time. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 10/29/2014. It was reported that the patient underwent laparascopic tubal ligation prior to the thermal ablation procedure. The patient was bleeding through the vagina from the uterus and upon laparascopic visualization of the uterus, a minor serousal bleed was noted with no perforations.